Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer's spouse called to report the sensor not adhering and large differences between sensor glucose levels and blood glucose levels. Troubleshooting for the insulin pump was not performed. The product was not returned for analysis.